Event description:
It was reported that a hypoglycemic event occurred while the user was in bed, with the cause unclear and without associated device alerts or alarms. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported medical intervention, hospitalization, or long-term effects. Investigation included outreach to the user to obtain additional information. Investigation of this case revealed that the cause of the hypoglycemic event could not be determined and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.